Event description:
It was reported that a spectrum pump had experienced "door will not latch / does not recognize a closed door". It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom "door will not latch/ does not recognize a closed door" by loading a set adn finding the door difficult to close. Evaluation found the force required to close the door to be above expected levels which can cause the unit to fail to recognize a closed door. The door hooks and latch pins were replaced to correct this condition.